Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the programming head was "broken." It was further reported that the cord attached to the programing head was damaged and there was no silicone backing on the programming head. The rf head was returned. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Insulation was ruptured (damaged). Failed uplink test. Label backing was missing.